Event description:
Same case as MFR# 6000089-2006-01563. It was reported that during a coronary artery drug eluting stenting treatment procedure, the user was unable to cross the lesion, had difficulty in removing the stent delivery system (sds) and the stent dislodged. (Additionally, five days later the patient experienced a myocardial infarction (mi) due to the rupture of atherome in the mid anterior intraventricular artery (iva). The lesions were located in the distal left main artery (lma), proximal iva and the ostium of the circumflex (cx). The physician successfully direct stented the distal lma and proximal iva with a taxus express2 4.00x16.0mm drug eluting stent (des). Next, a bmw guide wire was advanced across the 1st knit of the previous stent in order to dilate the ostium of the cx. A kissing technique was performed with two mercury 14mm balloons to dilate the ostium of the cx and the lma. Then, the physician attmepted to advance a taxus express2 2.5x16.0mm des across the stent previously implanted in the stent lma. The stent would not cross and a decision was made to retrieve the stent. Upon withdrawal, it was impossible to pass the sds through the guide catheter so the guide catheter and sds were removed together. In the process, it was noticed that the stent was uncrimped from the balloon and stayed on the guidewire. An 8-french terumo introducer was inserted and a loop was used to remove the stent. The procedure was completed and there were no patient complications. This complaint involved the use of a product that is only ous approved but it is similar to a marketed u.s. Device in addition to the use of a u.s. Marketed device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.